Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The patient was experiencing symptoms of blurry vision, low blood glucose and faintness. No further information was available.